Event description:
It was reported that a patient started to have respiratory distress and hypertension to a severe degree within 20 minutes of treatment. The patient was taken off treatment and sent to the ICU where she started to show improvement within 20-30 minutes. The patient was not treat with any medication due to improvement. A sample is available for evaluation and has been requested.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.